Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the circumflex (cx) artery which was moderately tortuous and mildly calcified with 70% stenosis. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues encountered. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force was used during delivery. It was reported that stent dislodgment occurred during delivery of the stent to the lesion. The proximal circumflex was first stented with another resolute onyx stent with no issues. The doctor then needed to stent distal to that stent due to either a dissection or the stent being too short. It could not be recalled. When advancing the stent, resistance was noted, but it was noted that it was not getting caught on the other stent. It was speculated that it was getting stuck on one of the wires. He decided to take the wires and stent out (everything at once). After that, it was noticed that the stent had come off and was sitting half in the left main and half in the aorta. The dislodged stent was retrieved with a snare. The stent was unraveled when it came out. The physician then rewired and placed more stents distally and in the lad with no issues.

Manufacturer narrative:
The physician commented that the original stent did not cause a dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Stenting was required distal to original stent due to misjudgment or possible plaque shift. Patient has a history of unstable angina and coronary artery disease. If information is provided in the future, a supplemental report will be issued.